Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the ilet screen cracked after being dropped. The screen was fully unresponsive, and the user was unable to unlock the device. The user switched to multiple daily injections (mdi), and a replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.